Event description:
Following installation of the return line air detector (rlad) in the optia equipment, the rlad was inadvertently turned back off when the control stack was replaced (to address a report of an aim subsystem failure alarm). No adverse events occurred nor were any medical interventions reported related to the documented part replacement, so therefore no patient information is reasonably known at the time of the event. This report is being filed due to an internal processing error that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the service technician reported they were unable to program the fpga on the control stack at the time of replacement due to a programmer not being available. The fpgas on the control stack required programming to enable the rlad. Review of the machine history indicated that the rlad was installed in (B)(4) 2011. In (B)(4) 2011, the control stack was replaced due to an aim subsystem issue. The spare for the control and safety stack that were replaced did not call out for the flash programming of the fpga to enable the rlad, nor is any functional test called out in the spare replacement procedure to identify whether or not the rlad is activated. Root cause: internal process error - the technician turned off the rlad. Corrective action: a part replaced report was pulled from january through august of 2011 to identify control stacks that were replaced in the field. This was reviewed to determine if any other machines that have had a control stack replaced, following the upgrade to install the rlad, showed the rlad to not be active. Service technicians were contacted for all suspect machines to verify the rlad was active.